Manufacturer narrative:
The insulin pump passed the functional testing and no motor error alarms were noted. However, the motor was received with a corroded motor home switch. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during priming/rewinding. Customer's blood glucose was 157 mg/dl. The customer stated does not recall any significant events leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.